Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the run log for the questioned sample was reviewed. Run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505470 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505470, and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 505470. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505470 and its components was performed, and did not identify any internal or post-production use issues related to these lot numbers, and the reported complaint. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505470 identified one additional complaint potentially related to the reported issue. The ticket was independently investigated, and no product deficiency was identified. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505470 was not identified. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
The customer reported a false positive result was generated by the realtime sars-cov-2 assay. On (B)(6) 2020, the suspected sample generated a positive result (cycle number (cn) 28.99) when run on the realtime sars-cov-2 assay. No error codes were generated, and the positive and negative controls passed without error. The result was released outside the laboratory, and was re-tested under the request of the national health authority. The sample was retested on the inhouse laboratory defined test (ldt) assay, and generated a negative result on (B)(6) 2020. Customer performed the m2000 realtime sars-cov-2 kit as per the package insert. The molecular application specialist (mas) downloaded, and analyzed the run log. The amplification signal appears to be noisy; 39 samples out of 48 samples on the run had error code (ec) 4453 (addressed in ticket (B)(4) the sample has a weak target amplification. Customer indicates that the ldt assay detects n gene based on centers of disease control (cdc) reference assay. The patient samples were determined to be negative by the ministry of health after the investigation. There has been no report of impact to the patient. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.